Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration errors and a sample short error occurred. These errors indicate a possible issue with sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with igm-2 tina-quant igm gen.2 on a cobas 6000 c (501) module (serial number (B)(4)) and a second c501 system at another site (unknown serial number). No alleged erroneous results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted in an igm value of < 5 and repeated as 19 when tested on the customer's c501 analyzer. The sample was sent to another site for testing on a second c501 analyzer and the results were similar. No specific values could be provided from the other site. The igm reagent lot number and expiration date were requested, but not provided.